Event description:
Patient reported he used the new pump that was sent at the beginning of the month for his infusion this past weekend. He stated the 1st day when the home health nurse turned the pump on, it stated the batteries were dead, even though new batteries were placed. They removed the batteries and placed in pump again and pump turned on. Then on the 3rd day, the alarm kept going off with no message. Nurse and patient could not figure out why. They stopped and restarted the pump and alarm stopped. Towards the end of the infusion, the nurse noticed lots of air in the line, which she was uncomfortable with and told patient to request new pump. Patient was able to complete all 3 days of infusion. No missed doses or adverse events reported. Pharmacy is replacing pump. Unknown if pump is on hand for return to manufacturer. Unknown if md is aware. No further information, details or dates provided.